Event description:
It was reported that during an implant procedure on (B)(6) 2019 a guiding catheter was attempted to be used to insert the left ventricle lead but the part around the tip got lifted at the bifurcation. It was determined due to safety precautions to discontinue use. The left ventricle lead was inserted successfully without the use of a catheter. No adverse health outcomes were reported. This catheter will not be returned as indicated during the initial report.

Manufacturer narrative:
This catheter is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that on (B)(6)2019 during an implant procedure a child catheter was attempted to be used to assist in inserting the left ventricle lead. It was indicated that the part around the tip of the catheter lifted at the bifurcation part, so the usage was discontinued for safety precaution. The left ventricle lead was successfully placed without using a catheter. No adverse health effects were reported. This catheter is not expected for return.